Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis; however, an unused device from the same lot was returned. Functional testing of the unused device was performed and no leaks were noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during the procedure to treat a target lesion in the diagonal artery, the physician used a double wire technique and bleedback was noted when using the co-pilot bleedback control valve. The physician was unable to adjust the co-pilot to stop the bleedback; however, the procedure continued with the same co-pilot. There was no reported adverse patient effect and no clinically significant delay. No additional information was provided.